Event description:
The event was first reported to the manufacturer on 02/21/2006. The dental laser was pluggein in, the general power switch was turned on and a key lock was turned on. Under normal conditions, additional steos are required to activate the laser. The emergency stop must be disengaged. Three independent interlocks must be closed, the ready switch on the device must be actuated. In this event, the dental laser activated without above steps b,c and d occurring. Laser energy was emitted, causing very minor charring on the dental countertop. The unit was switched off and unplugged immediately. This action eliminated further laser emissions. No people were injured or affected. No further property damage resulted. The unit in question was returned to the manufacturer, and the end user was provided with a new unit in replacement.